Event description:
It was reported that during a da vinci prostatectomy surgical procedure, movement of the maryland bipolar forceps instrument was not optimal. Upon checking the instrument, the staff found a snapped wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were undamaged. No other damage was found.